Manufacturer narrative:
Medtronic received additional information that approximately 5 years post implant of this mechanical valve, the valve was explanted and replaced due to severe paravalvular regurgitation. No additional adverse patient effects were reported. Explant date was added. The year 2005 was verified to be valid, but an exact date could not be obtained. Updated device code. Updated patient age at event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Manufacture and expiration dates are month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this mechanical valve, the valve was explanted and replaced with a non-medtronic valve. No further information has been received. No additional adverse patient effects were reported.